Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the clip from the customer's pump case fell off of the customer's belt causing the infusion set to be pulled out. There was no reported impact to the customer's blood glucose level. Although requested, the customer ended the call.